Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was around 157 mg/dl. Customer stated that the act button is hard to push. Customer was trying to cover for her meal and noticed that it did not work on saturday. Customer stated that she had to use her teeth to press the button down. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump received with minor scratches on display window. The insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.